Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified mid internal carotid artery. A 7.0 x 10 mm acculink ii stent delivery system (sds) was selected for the procedure. The stent implant was successfully deployed with no issues noted. During withdrawal of the sds from the anatomy, the tip of the sds separated. The sds was removed from the anatomy and an unspecified 6f 90cm catheter was inserted into the anatomy. The unspecified embolic protection device (epd) that was already in the anatomy was used to retrieve the tip of the sds, pull it back into the unspecified 6f 90cm catheter and remove it from the anatomy. There was no reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: catalog # and lot #. Evaluation summary: visual inspection was performed on the returned device. The separation was confirmed. It is likely that during use the hypotube kinked and with additional handling, the kink separated. Once the hypotube had separated, during withdrawal the inner member including the tip pulled out and remained in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.